Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: united kingdom. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the unit has an audible sound of air at the connection. There was no harm, injury or delay as there was no patient involvement. Due diligence is complete. No additional information is available.no adverse event report.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Catalog: 00880100100: description: zimmer air dermatome. Lot #: 64187488. Sn#: (B)(6). No product was returned or pictures provided; functional, visual, and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, d10, g3, g6, h2, h3, h6, h11 with product return functional testing of the returned product found an air leak that could be heard and felt at the hose connector. Visual evaluation found no related damage to the hose or connector. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.